Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material inside the air/water cylinder and channel. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the scratched objective lens led to the image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blurry and grainy image. The issue was identified during sedation, device inside patient. The gastroscopy diagnostic procedure was successfully completed with the same device. There were no reports of patient harm.